Event description:
It was reported the videoscope image was dropping out during installation of the device. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h4. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, no problems were detected and a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info from reporter.

Manufacturer narrative:
Corrected data: a2, a4, a5, a6, b5, b6, b7, d10.

Event description:
It was reported the videoscope displayed an e228 scope communication error during a therapeutic cholecystectomy procedure. The procedure continued without reoccurrence after restarting the power supply of each device and wiping the scope's contact section with a dry cloth and reconnecting it. After that, e228 occurred again. The contact section was wiped again with alcohol cotton and reconnected, the error did not reoccur. The procedure was completed with the same device there was no patient injury or medical intervention associated with this event.